Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, insulin pump had power error detected alarm one every 2 hours. The blood glucose was 288 mg/dl at the time of the incident. Customer was able to complete pump rewind. Error table indicates the pump should be replaced. Did self test which was passed. Error table does not indicate that pump error alarm cleared active insulin. Customer reports pump has not been exposed to temperatures below 41 degree celsius. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump not received stuck in manufacturing mode. Pump trace download analysis confirmed the pump alarmed power error 25 alarm. The power management tool confirmed power error 25 alarm was triggered battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, the pump was monitored and functioned properly. Unit was received with corroded battery tube, cracked battery tube threads, faded serial number label, scratched case and minor scratched lcd window.